Event description:
It was reported to philips healthcare that the heartstart mrx indicated battery needed calibration, after the battery had been calibrated. There was no reported patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.